Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the patient was moved to another device to complete the procedure. The philips field service engineer (fse) inspected the system onsite. During investigation, fse identified an error related to the swivel amc of the table. To resolve the issue, the fse replaced the faulty swivel amc. Following this replacement, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.